Manufacturer narrative:
Concomitant medical product: w2dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was further reported that the right atrial (ra) lead exhibited intermittent under-sensing. The rv lead and ra lead were revised and remain in use. No patient complications have been reported as a result of this event.